Manufacturer narrative:
It was reported to philips that during pre-use check, the blower emitted resonance. The device was evaluated by the philips service engineer (se) and the reported issue was confirmed. The blower was replaced and the issue was resolved. The ventilator passed all testing and operated within the manufacturing specifications. The blower assembly was returned for failure investigation. The blower assembly passed all testing. The reported complaint of a noisy blower assembly was not duplicated. There were no faults found with the blower assembly.

Manufacturer narrative:
Date of event: (B)(6) 2020. Reported: 04jan2021

Event description:
The customer reported a ventilator experienced noise. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.